Manufacturer narrative:
Complaint conclusion: as reported, the 6f exoseal vascular closure device (vcd) was used for hemostasis. The plug was implanted, and manual pressure was done for 5 minutes. Hemostasis was achieved. The patient was resting at the hospital, but hemorrhagic shock occurred, and CT showed rebleeding at the puncture site. CT also showed there was flow from the common femoral artery to the superficial femoral artery. Hemostasis was being achieved but the lower limbs were getting cold. The physician suspected there was a possibility of the hemostasis plug having fallen out. A surgical procedure was done, and the physician noticed the hemostasis plug remained in the common femoral artery. It was removed and hemostasis was performed. The procedure was completed. This was a percutaneous transluminal angioplasty (pta) case. The lesion was the superficial femoral artery. An ipsilateral antegrade approach was made. The product was returned for analysis. A product history record (phr) review of lot 18039401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿plug inaccurate placement intravascular¿ and ¿hemorrhagic shock¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the intravascular deployment since there was not report of sealant deployment issues. However, patient factors and handling factors are possible. Hemorrhagic shock is a condition produced by rapid and significant loss of intravascular blood volume, such as during a retroperitoneal bleed, which may lead sequentially to hemodynamic instability, decreased oxygen delivery, decreased tissue perfusion, cellular hypoxia, organ damage, and death and is listed in the IFU as such. According to the instructions for use (IFU), which is not intended as a mitigation of risk ¿serious adverse events might result with the use of the exoseal¿ vcd in vessels not suitable for the use of the device. Avoid the use of exoseal¿ vcd in patients with arteriotomies created in areas of calcified plaque or in vessels with diameters < 5 mm. With antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited. Neither the phr nor the information available for review suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f exoseal vascular closure device (vcd) was used for hemostasis. The plug was implanted, and manual pressure was done for 5 minutes. Hemostasis was achieved. The patient was resting at the hospital, but hemorrhagic shock occurred, and CT showed rebleeding at the puncture site. CT also showed there was flow from the common femoral artery to the superficial femoral artery. Hemostasis was being achieved but the lower limbs were getting cold. The physician suspected there was a possibility of the hemostasis plug having fallen out. A surgical procedure was done, and the physician noticed the hemostasis plug remained in the common femoral artery. It was removed and hemostasis was performed. The procedure was completed. This was a percutaneous transluminal angioplasty (pta) case. The lesion was the superficial femoral artery. An ipsilateral antegrade approach was made. The device is not expected to be returned for evaluation.